Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that between (B)(6) 2024 - (B)(6) 2024, log files contained a few low flow estimates as well as sustained low flow hazard events. Backup battery not installed was seen just prior to the controller reset. From (B)(6) 2000 - (B)(6) 2024, the system controller was powered back on without a pump connected before it is briefly connected/disconnected from a pump and shutdown. The system controller clock was also synched during this time.

Manufacturer narrative:
Section b3: corrected. Manufacturer¿s investigation conclusion: no specific device-related issues or adverse events were reported. The account submitted log files for review. The submitted controller event log file contained relevant events from 09aug2024 through 11aug2024, per the timestamps. Events captured after this timeframe are related to the controller being connected to a secondary left ventricular assist device (lvad) motor, serial number (B)(6). No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 lvas in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.